Event description:
It was reported that the patient never had therapeutic effect. A catheter revision was being performed as of the date of this report. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Catheter model: 8709, serial# unk, implant/explant: unk; catheter model: 8598a, serial# unk, implant/explant: unk. (B)(4).

Manufacturer narrative:
(B)(4).